Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed there was a blockage in their cartridge. A cartridge change was performed to address the issue. There was no adverse impact to the customer's blood glucose level.